Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 4:00 pm the patient experienced the symptom of lightheadedness. While symptomatic, the patient obtained the blood glucose reading of 5.0 mmol/l on the reported meter, and a laboratory result of 3.5 mmol/l within 10 minutes. Afterwards, the patient administered self-treatment with food and/or a drink. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and the meter reading correlated with the lab result and the treatment. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.